Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 days post implant of this bioprosthetic valve, the patient died. The physician reported ¿cardiac death¿ as the cause of death. Ventricular fibrillation was present during the post-op period. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Medtronic received additional information that the physician reported the cause of death was due to "other co-morbidities" and not related to the bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.